Event description:
Procedure type: seps. According to the reporter: the balloon dissectors ruptured at a fill level of 225ccs despite being indicated for 300ccs of fill volume. A second device was opened and when it ruptured, the case was converted to "open." The case was delayed more than 30 minutes. No patient injury was reported.